Manufacturer narrative:
Investigation summary: 07/29/2025, received one (1) picture of primary plum set. There was no clear evidence of blood leaking from the set observed from the customer picture. The complaint of set broke and leakage could be confirmed without the return of the used set. The lot history could not be reviewed due to no lot number provided.

Event description:
Event occurred with regards to a primary plum y-type blood set, 200 micron filter, clave secondary port, clave y-site, non-vented, secure lock, 110 inch where it was reported that the blood set broke at the elbow of the cassette during a blood transfusion, causing it to leak from the pump. There was patient involvement and no adverse event to the patient.